Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500mg/dl while wearing the pod between 5 and 24 hours. The pod had an insulin leak and the patient went into hyperglycemia and fainted. The patient did not required any medical assistance. There were no further information regarding to the patient¿s treatment.